Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1649 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported (B)(6) 2022 the patient underwent PICC catheterization, the later maintenance was not carried out in our hospital with no maintenance record. On (B)(6) 2022 the patient was hospitalized and the nurse was touring. The patient complained that there was liquid leakage at the right hand PICC catheter, and immediately checked the positive pressure joint. 15:24 contact, the nurse took the patient to the intravenous therapy center for consultation, the PICC team apn examination confirmed that the PICC was damaged and could not be used anymore, the intravenous therapy nurse contacted the doctor in charge and removed the PICC. There was no catheter reset.